Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low out-of-range (oor) pacing impedances of less than 200 ohms. Also noise and false mode switching. The plan to intervene is based on insurance availability so it is unknown if or when a revision will be done but likely will be in a month or so. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.